Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to place a new lead during a lead revision on (B)(6) 2018 due to patient anatomy. The new lead was discarded and the procedure was abandoned. Device information is unknown. Also see related MFR. Report#:1627487-2018-00849 and 3006705815-2018-00184.